Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had been in the hospital (B)(6) 2021 and the implant had been turned off for some tests at that time. The patient called to inquire how to turn their implant back on. Patient services had the patient connect their antenna to their 3037 programmer and reviewed connecting with the implant. The patient stated they were at 1.3. Patient services asked the patient if they saw a lightning bolt indicating the implant was on and the patient said "no." Patient services had the patient decrease their stimulation prior to turning the implant back on however the patient then commented that they felt a "little tingling like a shock" sensation that was fading as they were decreasing. Patient services tried to clarify with the patient if the implant was on but the patient did not provide a clear answer. The patient then stated they saw a lightning bolt and it was confirmed that the stimulation was on. The patient then stated that they were at 6.5 and that they felt "nothing." The patient then stated that it then went down to 6.0. The patient stated they had not changed it, that it had just happened on its own. Patient services was unable to determine if the patient had inadvertently decreased and /or increased their stimulation and had accidentally changed the setting or if the settings had actually changed unexpectedly. The patient mentioned that at some point they had program 2 at 1.4 ready to select but the box was not checked next to the program so the patient had not yet changed to that program and stimulation level. The patient reported their health care provider (hcp) had wanted them on program 1 because program 2 had hurt them in the past. Patient services was going to assist the patient in changing to program 1 however the patient disconnected the call. Patient services attempted to call the patient back to collect additional information however the patient did not answer and a voicemail was left for the patient to call patient services back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.